Event description:
An acdf was performed on a (B)(6) female pt on (B)(6) 2012 and a vectra plate and four 4.0mm self-retaining screws were implanted. During a follow up visit, it was discovered that the construct had fallen apart. Surgeon did not report any plans for the pt moving forward. This is the second of five reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.